Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. After the device was used to morcellate approximately 400 grams of tissue, the device started making a very loud noise then the blade seized and stopped. The procedure was successfully completed using a second device with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.